Manufacturer narrative:
Date of this report was incorrectly reported as 09/26/2013 on the initial medwatch report. The correct date is 09/25/2013. (B)(4).

Event description:
During an anterior cruciate ligament (acl) procedure utilizing the biosure ha, 8 mm x 35mm, it was reported that the point of the screw broke off as it entered the tibial tunnel. A guidewire was in position. The pieces were removed with pin set and the site was flushed. A back up device was available and the surgeon completed the case. The patient's bone quality was reported as good. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: one biosure ha, 8 mm x 35mm device was returned for evaluation of the reported complaint mode, ¿distal tip broke¿. The complaint mode was visually confirmed. The device was measured for diameter and found to be within dimensional conformance. The bone quality was reported as good and it appears that the reported site prep was adequate. However given the distal tip breakage, it is possible that harder than anticipated bone quality was encountered. Per IFU ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacture of the device can be established. (B)(4).